Manufacturer narrative:
The processor unit has not yet been made available to the manufacturer for evaluation. It is anticipated that the unit will be returned for evaluation.

Event description:
During the endoscopy procedure, the video processor and isolation transformer suddenly shut down. While the doctor was checking the power connections, the system powered back on. This happened at least one more time during the case. No injury or other adverse health consequence to the patient was reported.